Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent was damaged in the carrier loop.